Event description:
Boston scientific received information that during a routine implant procedure, this lead was observed to have outer insulation damage from the connector pin. A repair kit was used, resolving the observation. All lead measurements were within acceptable limits. To date, no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.